Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Addrs1 pacemaker (B)(6) 2008; 5076-52 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that there the right atrial (ra) lead had far field r-wave oversensing. The lead remains in use. It was also reported there were indecipherable dual electrograms found on the remote pacemaker transmission. It was further reported the device was removed due to elective replacement indicator (eri). No patient complications were reported as a result of this event.